Event description:
In 11/2006 the lay pt's son contacted lifescan (lfs) alleging that the pt's one touch ultra meter displayed an unidentified error message. The medical affairs specialist (mas) sent a letter to the pt because the phone number provided was incorrect. The son said the pt had been unable to test with reported meter and "had to go to the ER" the week before calling lfs. Info regarding the duration of the meter issue was not provided. The pt experienced dizziness and a headache at the time of concern. The pt took no action to affect his blood glucose level following attempted use of the meter. He went to the ER where a result of 180 mg/dl was obtained on a hospital meter in the am. The son was unable/unwilling to answer whether the pt received treatment in the ER. No info was provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) attempted to resolve the meter issue. However, the reporter was unable/unwilling to answer whether the issue was resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a blood glucose reading on the lfs product. The pt experienced symptoms and an elevated blood glucose reading in the ER. Info was not provided as to whether the pt received treatment in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.